Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 patient had a re-placement of the jejunal tube. On (B)(6) 2020 a duodenal ulcer was observed during an endoscopy which was performed to change the tubes. Only a peg tube was inserted to prevent current stoma from closing. Control endoscopy will be performed on (B)(6) 2020 after treatment of the ulcer with an oral proton pump inhibitor for 6 weeks. If the ulcer is recovered, a jejunal tube will be inserted on that date. The patient's duodopa treatment is interrupted and will use oral levodopa medications.